Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the IV tubing attached to a maxplus was found on the floor leaking. Although requested there is no specific patient event or event details provided by the customer.

Manufacturer narrative:
The customer¿s report of ¿tubing found on floor and leaked¿ was not confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Functional testing both by gravity and loaded into an infusion pump, and pressure testing, resulted in no leaking or occlusion. Functional testing performed with and without the concomitant maxplus attached showed no signs of leaking or occlusion. The root cause of the customer¿s report of ¿tubing found on floor and leaked¿ was not identified.